Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarms and subsequent blood loss events were attributed to issues with the pt's access, which has since been resolved. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Venous air alarms occurred at the start of two consecutive routine hemodialysis treatments. Rinseback was not performed due to the amount of air in the venous line, resulting in an estimated blood loss of 190 cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.